Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the lobe during an open hepatic lobectomy, the device made the scrub technician cycle the reload multiple times. In addition to the complex case and not related to the product issue, the patient had lost over 6000 cc's of blood and had 8 liters of additional blood brought in. There was no patient injury due to the product.